Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilt, and perforation abutting an organ that causes injury and damage to the patient. Approximately ten years and two days post implant the patient became aware of the alleged events and reports to have perforation of filter struts outside the inferior vena cava (ivc), tilt, perforation abutting an organ. The patient states to live with the anxiety of having a filter that could fail further at any time. The patient states to be worried because their filter has tilted within their vena cava and perforated outside of it into an adjacent organ. The medical records indicated that the filter was placed due to deep vein thrombosis and the patient was a poor candidate for anticoagulation. The filter was placed via the right internal jugular vein and deployed midway between the iliac and renal veins without any difficulty or complications. The patient was transferred to the recovery room with stable vital signs. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided and without imaging available for review, the reported tilt, perforation of the ivc and organ perforation could not be confirmed or further clarified nor a determination as to the cause of the events. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, and damage to patient, including, but not limited to: malfunction, including perforation, tilt, and perforation abutting an organ that causes injury and damage to the patient. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to having had deep vein thrombosis and being a poor candidate for anticoagulation. During implantation of the filter via the right internal jugular vein, the filter was inserted and deployed midway between the iliac and renal veins without any difficulty or complications. The patient was transferred to the recovery room with stable vital signs. According to the information received in the patient profile from (ppf), approximately on or about ten years and two days post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the inferior vena cava (ivc), tilt, perforation abutting an organ. The patient states to live with the anxiety of having a filter that could fail further at any time. The patient states to be worried because their filter has tilted within their vena cava and perforated outside of it into an adjacent organ.